Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: visual inspection showed no evidence of moisture behind the display lens or on the display screen. No evidence of moisture was found inside the battery compartment or cartridge compartment. Further evaluation revealed no cracks or damage to the pump case. The keypad was intact and the pump passed a leak test. The pump case was removed and moisture residue was found on the pump¿s internal components and on the printed circuit board. A vertical line was observed on the display screen below the first row of text due to moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging there was moisture ingress visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).